Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent: ref: (B)(4).

Event description:
Report received from USA stating that the device had a "will not rotate" issue. The device was not used during a surgical procedure. It was unknown if there was any patient injury or if medical intervention occurred. There was no additional information provided.